Event description:
Email notification from a competitor received. The customer reported that he is undertaking an trauma case revision on an exeter mitch combination with a broken exeter stem. Original implant crate (B)(6) 2008. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).